Manufacturer narrative:
(B)(4) appropriate term/code not available (g07002) used to capture no findings available. Can you please clarify what do you mean by "damaged"? Was it worn, cracked, broken into pieces, bent, stripped, cross threaded or any device interaction? Not that king of damage more like rust. What is the event date? After cleaning so there is no event date. Investigation summary: examination of the returned device cannot confirm the allegation. However the device is found with some nicks and scratches overall the device. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune instruments is damaged after cleaning. No patient consequence.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The attune instruments are washed on the "instruments program". This means: wash phase 1 and wash phase 2 with neodisher mediclean forte and the disinfection phase with the addition of neodisher medidry. This is as of (B)(6) 2021. Previously we used the same for the washing phases, neodisher mediclean forte, and in the disinfection phase with the addition of neodisher mediklar. In the period from march 29, 2021 to july 5, 2021, the attune instruments were washed on the so-called ¿eye program¿, this means washing phase 1 and washing phase 2 with neodisher mediclean forte and no agent during the disinfection phase. The following applies to sterilization; 134°c / 3 minutes. Both the washing machines and the sterilizers have recently been validated. Sterilizers comply with guideline r6103:2020. Washing machines comply with standard iso 15883-2.